Event description:
It was reported that the bd¿ syringe with needles had illegible label information. The following information was provided by the initial reporter, translated from spanish: "during the inspection by local qa, there is evidence of poorly legible information on the identification label of the corrugated boxes. Keep in mind that this label has regulatory information that is printed, having a regulatory impact as it is in this state (in most cases it is not possible to identify if the final letter is r or p)."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ syringe with needles had illegible label information. The following information was provided by the initial reporter, translated from spanish: "during the inspection by local qa, there is evidence of poorly legible information on the identification label of the corrugated boxes. Keep in mind that this label has regulatory information that is printed, having a regulatory impact as it is in this state (in most cases it is not possible to identify if the final letter is r or p)."

Manufacturer narrative:
After further review, the reported incident was determined to be an internal quality issue found by bd control and not a complaint. Therefore, the process is being handled internally with the plant through the quality notification process, and the MDR will be cancelled. MFR#: 9614033-2023-00006 is void as a result.